Manufacturer narrative:
(B)(4): the device involved in this complaint is available for eval but to-date, it has not been received at cook (B)(4) (the MFR). A photo of the available section of the device was received and an eval was carried out based on the photograph. A detailed eval will be carried out when the device is received at the MFR site. The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in this complaint is available for eval but to-date, it has not been received at cook (B)(4). A photo of the available section of the device was received from cook (B)(4). The sections of the stent that were returned were noted to be blackened. The customer complaint was confirmed as the stent was broken on eval of the photograph provided. The blackening of the stent was most likely due to pancreatic fluid as the stent had been placed in the pancreatic duct for chronic pancreatitis. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of the mfg records for the (B)(4) device involved in this complaint could not be reviewed as the lot number could not be provided. No corrective action is warranted at this time. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. However, customer quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2010: a geenen pancreatic stent was placed in the pancreatic duct for chronic pancreatitis. The pt's pancreatic duct was tortuous due to chronic pancreatitis, and there were many pancreatic stones due to pancreatic lithiasis. On (B)(6) 2010: the stent separated at the proximal flap when it was being removed using a snare (olympus) for replacement. The physician attempted to remove the rest of the snare, and the stent again separated at the distal flap. The physician tried a stent retriever as well but failed since it pushed the stent deeper. On (B)(6) 2010 and (B)(6) 2010: the physician attempted to remove the stent using a guidewire, a forceps, a basket, etc., but failed. The stent got pushed further into the deepest part of the pancreatic duct. Another attempt of removal is planned for (B)(6) 2011. The pt did not show any problematic symptoms after the procedure.